Event description:
The customer reported an incorrect interpretation of a control on the tango optimo analyzer. The pictures of the well reactions were clearly 4+/4+/-. However, the tango interpreted the result as 4+/-/-. Upon re-run the result was interpreted as expected. An investigation and an inspection of the affected tango optimo is still ongoing.

Manufacturer narrative:
This is our initial report on this incident.

Manufacturer narrative:
This is our final report on this incident.

Event description:
The customer reported an incorrect interpretation of a control on the tango optimo analyzer. The pictures of the well reactions were clearly 4+/4+/-. However, the tango interpreted the result as 4+/-/-. Upon re-run the result was interpreted as expected. A field service engineer checked the affected tango optimo thoroughly but nothing indicates into the direction of performance issues related to the automated image qualification. Despite several inquiries, complaint result images have not been provided. Based on the information provided with the field service report we have no instigation to suspect instrument performance issues to be causative for the reported problem of visually 4 + reactions being interpreted as negative by the affected tango optimo. The instrument is working according to its specifications. As the complaint result images have neither been provided as screenshot nor as part of an instrument database, we are not in the position to provide a potential root cause for this incident.